Event description:
It was reported that for the prior week when the patient would take a drink they would experience a shocking feeling and pain under their ribs. It was further stated to have been on the lower left side of their ribs not too far from the incision site. It was also stated the patient noticed a ¿red pain under the left rib.¿ it was reported the patient did not use the stimulator and did not feel stimulation. It was noted the week prior the patient was ¿working on something¿ in the garage on their back and they ¿abuse back pretty good.¿ the patient was ¿wondering if anything shorted out.¿ it was noted the patient had a pump refill the week prior and ¿everything looked good.¿ it was unclear if the implantable neurostimulator was looked at the time. It was later confirmed the implantable neurostimulator was off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3998, lot # v015626, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).